Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a farawave catheter was selected for use. A patient who underwent farapulse treatment about two weeks ago experienced short-term memory impairment and unsteadiness. It was stated that it is unknown whether farapulse had any influence. The device is not expected to be return due to disposal.